Manufacturer narrative:
The intuitive surgical, inc. (Isi) field service engineer (fse) confirmed the generator-related errors in the system logs and identified that all of the lights were red on the face of the e-200 generator. The fse replaced the generator after replicating the reported event. The system was verified and ready for use. Isi has received the e-200 for failure analysis evaluation. However, as of the date of this report, the evaluation of the product has not been completed. Note: this record is related to the ongoing issues with the same generator reported by the customer. Please refer to MFR report number 2955842-2025-43170 for the details of the other reported complaint.

Event description:
It was reported that during a da vinci-assisted cholecystectomy, the erbe 200 (e-200) generator experienced technical issues. The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report that the vessel sealer extend (vse) was not generating heat. Upon reviewing the system logs, the tse identified related errors and recommended rebooting the e-200 or substituting a new vse. Although the customer initially considered replacing the vse, they ultimately chose not to proceed. They then removed and reseated all cables, but the error persisted. At the time of the call, no backup generator was available at the site. The tse advised swapping the vision tower as a possible solution, but the customer declined to perform this action. It is unclear how the procedure was ultimately managed. According to the report, the procedure was cancelled after ports had been placed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The e-200 was visually inspected, where no issues were found. The unit was then installed onto a known good system and powered on with an error and red led's. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer-reported issue.